Event description:
Procedure: urological/gynecological. According to the rptr: the pt underwent a ventral incisional hernia repair procedure. The pt allegedly experienced pain and injury. Pt has undergone or will undergo corrective surgery or surgeries. Reoperation occurred on (B)(6) 2011.

Manufacturer narrative:
(B)(4).